Event description:
Additional information received: it was learned that the patient underwent the valve-in-valve procedure after an implant duration of four (4) months. The tmvr was performed with a 29mm 9600tfx transcatheter valve successfully. Post dilatation was performed with a 28mm true balloon to fracture the surgical ring. The patient was stable and was in recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, d4 (expiration date), h4, h6 (health effect - impact code, device code, type of investigation, investigation findings, investigation conclusions) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section h6 (component codes), h10 (additional manufacturer narrative) valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for this event remains indeterminable. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral pericardial valve was scheduled for a valve-in-valve procedure after an implant duration of three (3) months due to severe mitral stenosis, severe mitral regurgitation, moderate perivalvular leak, and valve dehiscence. The patient has progressive sob. Unfortunately, the patient was diagnosed with gi bleeding and the case is now put on hold. No planned intervention date as of now.